Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty to position appears to be related to circumstances of the procedure as it is likely that, as the 2.0 x 12 mm xience xpedition stent delivery system was advanced, interaction with the previously implanted 2.5 x 38 mm xience xpedition stent resulted in the reported difficulty to position. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.5 x 38 mm xience xpedition stent was deployed at the target lesion in the distal left anterior descending (lad) artery. It was noted that a dissection occurred at the distal portion of the stent. A 2.0 x 12 mm xience xpedition stent delivery system was advanced to treat the dissection; however, the stent delivery system was unable to cross to the target lesion due to resistance with the previously implanted 2.5 x 38 mm xience xpedition stent. The 2.0 x 12 mm xience xpedition stent delivery system was removed from the patient anatomy without difficulty. Additional post-dilatation was performed at the distal portion of the 2.5 x 38 mm xience xpedition stent. A 2.0 x 23 mm xience xpedition stent delivery system was then advanced and resistance was noted with the previously implanted stent; however, the device was able to cross to the target lesion. The 2.0x 23 mm xience xpedition stent was deployed so that it overlapped the distal portion of the 2.5 x 38 mm stent, treating the dissection. There was no adverse patient effect and no clinically significant delay. No additional information was provided.